Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred in the middle of a diagnostic colonoscopy procedure. No other devices were involved in the event. There was no surgical delay. The procedure was completed. A different scope was used to complete the procedure. The device was inspected prior to use and no abnormalities were noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the cause was that the silicon tube, packing, etc. Of the peripheral device was damaged and debris was clogged in the nozzle. -the following was confirmed from the inspection results of the equipment. -cannot send air from the nozzle. -there was no abnormality in the equipment during the pre-use inspection. -after replacing the nozzle, the amount of air and water supplied became normal. -according to a similar issue, it was likely that the silicon tube and packing of peripheral devices were damaged and debris clogged the nozzle. The instructions for use (IFU) provides the following guidelines: inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The nozzle was clogged. The air/water flow was normal after the nozzle was removed. The instrument channel had a leak. The glue was chipped/cracked on the plastic distal end cover and insertion tube. The switch, which was non-olympus, had a cut on number one (1). The control knob play was loose. The distal end plastic cover had deep dents and there were scratches on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a procedure, when the air button was pressed on the evis exera iii colonovideoscope, it did not work, there was no flow. No patient harm reported. During the evaluation of the device, it was noted the nozzle was damaged/clogged. This report is to capture the reportable malfunction of the damaged/clogged nozzle noted at estimation.